Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had a short on contact pair 0<(>&<)>1 of <(><<)>33ohms. The patient is currently programmed on c+1-0- and the current therapy impedance is 640ohms. The impedance on c0 is 682 and on c1 it is 684ohms. All other impedances are normal. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.